Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a motor error alarm during a rewind. The customer's blood glucose was unknown. Customer reported the alarm history showed several other motor error alarms. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had minor scratched display window and cracked reservoir tube lip.